Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received (B)(4) 2013. Data confirms intermittent out of range/antenna icon as evidenced by gaps in transmission for session started (B)(4) 2013. Product return received for both transmitter and receiver. Product investigation for transmitter concludes there was no defect found. Product investigation for the receiver concludes insufficient soldering of u1 on the user inerface board due to proper solder mask on the printed circuit board.